Event description:
It was reported that this pacemaker system exhibited far field oversensing. Technical services (ts) reviewed and provided reprogramming recommendations. Additional information was requested but not provided. Due diligence has been completed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.